Manufacturer narrative:
The used lens and the used associated company d cartridge were returned in a biohazard bag. The lens was positioned incorrectly (posterior surface up) in the lens case. Solution was dried on the lens. One haptic was torn (still attached) in the distal area. It is unknown if the haptic damage was interpreted as the reported complaint. No "dimpling' was observed to the lens. Viscoelastic was dried in the qualified company d cartridge. The nozzle was cracked beginning at mid-nozzle along the left side. The line of damage extended through the thick nozzle cone wall of the cartridge. The damage extended into the thinner tip area. Heavy stress lines were also observed in the cartridge tip. The cartridge wings displayed evidence of handpiece use. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic combination was used with the lens. The root cause cannot be determined for the reported complaint of "lens appear to be dimpled". No "dimpling" was observed; however, one haptic was torn, still attached. This may have been interpreted as the reported complaint. The associated cartridge displayed damage in the nozzle and the tip. The nozzle was cracked beginning at mid-nozzle along the left side and extending through the thick nozzle cone wall and into the thinner tip area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The (instructions for use) IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, when the lens was loaded by the technician upon examination under the microscope the lens appears to be dimpled. Additional information has been received that there was no patient harm reported.